Event description:
It was reported that the right ventricular (rv) exhibited over-sensing of noise. No intervention was performed at this time. The patient was asymptomatic.

Event description:
New information received indicated that the patient presented on 18 jan 2024 for a lead revision, and a new right ventricular (rv) lead was implanted and the old rv lead was capped. There were no adverse health consequences, the patient was stable.